Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a low battery, she changed the battery and stated that the meter would not communicate with the insulin pump and was unable to enter a calibration. The customer did not recall if the battery lasted less than a week. During the call, the customer removed and reinserted the battery and received a failed battery test alarm. Blood glucose value was 142 mg/dl. Troubleshooting was not completed as the customer did not have new battery. The customer would get new batteries and call back if issues persist. The insulin pump will not be returned for analysis.